Event description:
It was reported that 3 pen ndl 32ga 4mm needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the customer reported that the drug did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: three open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter city and state : unknown. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 3 pen ndl 32ga 4mm needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the customer reported that the drug did not come out.